Event description:
Initial report: this non-serious spontaneous case reported from (B)(6) was reported by a physician on 28-jul-10 and 29-jul-10 via sales rep - (B)(4). This non-serious case was received from a physician and upon medical review has been upgraded to serious based on the reclassification for the event (s) following assessment utilizing the company's new device reporting tree. This case involves a female pt (age nos) who had been injected with poly-l-lactic acid (sculptra) on an unspecified date (dosage, indication nos) by a physician different from the reporter, and nodules were showing some time later (not specified). These nodules were visible only with certain gestures of the pt's face. Relevant medical history and concomitant medications were not reported. Reporter causality: not specified. A pharmaceutical technical complaint (ptc) has been initiated. (B)(4).